Event description:
Caller's family member had high readings with the freestyle they were using. Customer was adjusting pt's insulin pump dosage according to these readings. After testing with the meter four times receiving high readings. After the last high reading, customer tested with another freestyle meter within 30 seconds and received results in the 40's. Because the pt was displaying symptoms of low blood sugar, e.g. Drunken sailor behavior, customer felt that the reading in the 40's was accurate.